Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/05/2014 with the following findings:a review of the pump¿s black box revealed a manual suspend. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were responsive. The suspension feature was activated and emitted an appropriate alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.